Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump malfunctioned and it gave a message that a button had been pressed for 3 minutes or longer. The blood glucose reading was 200 mg/dl. The customer stated that there were no significant events leading to the alarm observed. Advised discontinuation of the device. Nothing further reported.